Event description:
It was reported that a new main pcb will not synch with interconnect board.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack/chip on the top case front bottom left and right corners. Unable to retrieve history log due to constant sound with no displayed alarm. During analysis, the reported issue was able to be duplicated. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. User error/device used improperly. Customer replaced main pc board and did not complete upload process (firmware software from base to head). No evidence of damage found in main pc board or interconnect board. Service upload v1.5.1 to the base unit (interconnect board) and reboot pump's head (main board) by performing power point process. Uploaded customer software v1.6.1 on the pump.

Manufacturer narrative:
Other text: additional information received: b5 there was no patient involvement regarding the pump. Updated a1, h6.

Event description:
Additional information received: there was no patient involvement regarding pump.